Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was inserted through the sheath, the balloon was inflated, and the device was pulled back and shuttled down, but there were issues shuttling the sheath up due to a catch that did not allow the sheath to be pulled back. The balloon was deflated, the device was removed without deployment/full deployment of the sealant, and manual pressure was applied to the arterial site. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. A non-cordis 5fr sheath was used. The femoral artery suitability and vascular sheath introducer insertion angle were verified on angiography or venography. The device was used in an arterial vessel. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no peripheral vascular disease or calcium in the vicinity of the puncture site. The stopcock of the introducer sheath was not opened prior to shuttle down. There was no significant resistance or excessive force applied during shuttle down. Unusual force was applied when retracting the sheath. There were no kinks in the sheath or device after removal. The device storage temperature did not exceed 25 °c. The device will not be returned for evaluation.